Event description:
It was reported a suspected transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. The patient was discharged from the hospital. Three days post procedure, the patient presented to the emergency department with vision loss in her right eye. They provided her with a neurology consult. They performed a head and neck scan. They said that there was no acute intracranial abnormality, no large vessel occlusion, no headache and no neurological deficit. It was also reported that the vision loss resolved. It is suspected that the vision loss was a symptom of a tia.